Manufacturer narrative:
Correction: the correct explant date is (B)(6) 2016 not 09/25/2016 as previously reported. This report is filed on november 14, 2016. Registration number 3009092818 and exemption number e2016011.

Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. Per the clinic, the device was explanted on (B)(6) 2016 due to infection that caused the electrode array migration. This report is filed october 6, 2016. (B)(4).

Manufacturer narrative:
This report is filed, (B)(6) 2016. The implanted device remains.

Event description:
Per the clinic, the patient developed an open wound at the implant site and was prescribed oral and topical antibiotics (date and durations not reported). The implanted device remains.